Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states that the left wheel rim is broken. Provider states the break looks like it started off as a crack.